Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pfs and medical records received for another complaint ((B)(4)). After review of the medical records for MDR reportability, the medical records indicated elevated metal ion levels. The patient had a right hip implanted on (B)(6) 2012 that cannot be excluded as the cause of the elevated metal ion levels. It should be noted the patient had a poly liner/ceramic head.